Event description:
A report was received that the patient¿s ipg was not holding a charge after a hip surgery where it was known that electrocautery was used. The patient underwent a procedure wherein the ipg was replaced and upgraded. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.